Event description:
It was reported that the burr 5.5mm abrader 180mml disposable sheds on tighter joints or when working lateral.

Manufacturer narrative:
Functional inspection was performed and the inner burr rotated freely within the outer sheath, no friction was felt in the unloaded condition. The inner burr approximately one inch from the sluff chamber shows evidence of galling. The galling is not completely around the entire diameter of the shaft indicating side loading took place during use. No root cause related to the manufacture of the device can be established. Use error or inappropriate use may have been a contributing factor to the event.